Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer alleged, crossbrace snaped where the pivot link is. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.